Event description:
A malfunction was reported on the pump, with the caller identifying it as malfunction 199 from tandem source. There was no adverse impact on the customer's blood glucose level. Since there is a change in therapy, the pump will not be replaced.